Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with readings above 180 mg/dl for approximately 12 hours, peaking at 378 mg/dl, with device alerts for glucose above 300 mg/dl and a low insulin warning while the user was due for a change; the user reported no kinks or leaks upon site change and noted concurrent use of cefadroxil 500 mg. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for assistance and no professional medical intervention or hospitalization. Investigation included troubleshooting with the user and education on high glucose management. Investigation of this case revealed no device malfunction or component failure identified during troubleshooting and that glucose levels decreased after site change and meal announcement, leaving the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.